Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
On 9/22, the pt began obtaining low results on pt's one touch basic meter using quick check one test strips and ceased pt's oral medication. On 9/23, pt's am results were 38 and 49 mg/dl. Because of the low results, pt visited dr later in the day where pt's bg result on the dr's meter was 500 mg/dl. The pt was admitted to the hospital the following day for control of blood glucose levels (pt refused to be admitted on 9/23), treated with IV and insulin and released on 9/29. Although the meter is cleaned according to MFR's recommendations, it is not cleaned very often. Quality control tests designed to detect potentially inaccurate results are not performed. The test strip lot # reported (1h510a), had expired in 3/97. The meter was in calibration on 9/26, reading 76 within a range of 70-96.